Manufacturer narrative:
There was no device involvement associated with this event; the instrumentation was not available for the procedure, and the procedure was conducted using an alternative method in lieu of using the instrumentation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. No device involved.

Event description:
It was reported that surgical instrumentation was not available for a procedure. There was a delay to the procedure greater than 30 minutes in length associated with using an alternative method in lieu of the missing instrumentation. There were no reports of patient impacts associated with the delay. Additional information was requested but not made available.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. Additionally, there were no allegations of product malfunction. As such, no cause can be attributed to the device itself.